Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor found that one hole on the device was broken. According to the report, the doctor used a new device to complete the surgery. The report stated that the patient condition is currently okay.

Manufacturer narrative:
Proteinaceous debris was observed on the returned plate. Additionally, one of the eyelet holes of the plate was fractured and bent open. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device note that breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. All devices within this lot were 100% inspected for visual defects at the time of manufacture. (B)(4).